Manufacturer narrative:
Results pending completion of the investigation.

Event description:
The customer reported receiving false negative hcg results while testing 2 patients using henry schein one step + hcg urine test strips. The first patient presented on (B)(6) 2024 after receiving positive hcg urine test results at home using an unknown test. The patient provided a fresh urine sample which equilibrated to room temperature for 5 to 15 minutes prior to testing. The results were read at 3 minutes and a negative hcg result was obtained. As a result of the negative hcg result, prenatal care was deferred. The patient then presented on (B)(6) 2024 and two additional negative results were obtained using devices from the same henry schein one step + hcg urine test strip lot. Confirmatory testing was not performed, however prenatal care was then initiated based on the positive results obtained by the at home pregnancy test in addition to further clinical evaluation. The patient experienced emotional distress however no adverse event was reported. Please see MDR number 2027969-2024-00060 for events regarding patient two.

Event description:
The customer reported receiving false negative hcg results while testing 2 patients using henry schein one step + hcg urine test strips. The first patient presented on (B)(6) 2024 after receiving positive hcg urine test results at home using an unknown test. The patient provided a fresh urine sample which equilibrated to room temperature for 5 to 15 minutes prior to testing. The results were read at 3 minutes and a negative hcg result was obtained. As a result of the negative hcg result, prenatal care was deferred. The patient then presented on (B)(6) 2024 and two additional negative results were obtained using devices from the same henry schein one step + hcg urine test strip lot. Confirmatory testing was not performed, however prenatal care was then initiated based on the positive results obtained by the at home pregnancy test in addition to further clinical evaluation. The patient experienced emotional distress however no adverse event was reported.please see MDR number 2027969-2024-00060 for events regarding patient two.

Manufacturer narrative:
Investigation conclusion: retained devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (261.6iu/ml¿266.0iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. Additionally, returned devices from the reported lot number were tested with qc cut-off standards (25 miu/ml) and high-hcg clinical urine samples (203iu/ml¿239.5iu/ml). The results were read at 3 minutes and all devices yielded the expected positive results. No false negative results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned products. Complaints are tracked and trended on a monthly basis. Per the package insert: - very dilute urine specimens, as indicated by a low specific gravity, may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - false negative results may occur when the levels of hcg are below the sensitivity level of the test. When pregnancy is still suspected, a first morning urine specimen should be collected 48 hours later and tested. - this test reliably detects intact hcg up to 500,000 miu/ml. It does not reliably detect hcg degradation products, including free-beta hcg and beta core fragments. Quantitative assays used to detect hcg may detect hcg degradation products and therefore may disagree with the results of this rapid test.